Manufacturer narrative:
This event in occurred in (B)(6) involving an rps-350 lift. Invacare is filing this report because the device is also sold in the u.s. This device was made at invacare owned (B)(4) which is no longer in business, therefore we are filing under invacare owned invamex where the lift is currently being manufactured. On 12/18/2018, an after-visit inspection summary report was made available. The incident occurred at a facility, in the bathroom of the patient¿s room. The patient was on the toilet, the caregiver put the aks sling on the patient, and when the caregiver stepped over to the sink, the patient became agitated, tilted to her right side causing the lift to tip over. The nurse said the sling was still attached after the fall. They facility states that they have used the rps-350 lift on agitated patients in the past, the users at the facility are familiar with using the lift and have received training. While at the facility, tests were conducted and they could not duplicate the issue. The rps-350 lift involved in the incident was returned to invacare poirier. The foam of the knee support is slightly torn, no other defects were found. There are no service reports according to this rps-350, (B)(4). However, a person within the establishment is responsible for general maintenance of medical devices. If more information is received a follow-up report will be filed.

Event description:
The caregiver was washing the user who was in the reliant 350 lift. The caregiver stepped to the sink, the patient became agitated, and the lift tipped to the side. The caregiver could not stop the lift. The patient fell causing a fracture of the left tibia requiring hospitalization.

Manufacturer narrative:
This follow up report was filed to make a correction to the date of this report field, changing it to nov 27, 2018.

Event description:
The caregiver was washing the user who was in the reliant 350 lift. The caregiver stepped to the sink, the patient became agitated, and the lift tipped to the side. The caregiver could not stop the lift. The patient fell causing a fracture of the left tibia requiring hospitalization.